Event description:
A customer obtained imprecise vitros phbr quality control results on a vitros 5,1 fs analyzer. Results of 45.2 ug/ml and 45.4 ug/ml were obtained from the j1649 control fluid versus the expected value of 59.34 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to recur undetected on patient samples. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4) .

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5, 1 fs analyzer. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue or an interaction between the vitros phbr slides, the immunowash fluid, and the vitros 5,1 fs have not been ruled out as potential contributing factors. The root cause of this event is currently unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.